Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod. Due to elevated bg levels and the leaking of insulin, patient was unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No timeouts or drive stalls were seen in the device data. Inspection of the device found no damages or defects that would cause an improper insertion of the cannula. The cause of the reported improper cannula insertion could not be conclusively determined. The fluid path was tested for leaks. No leaks were found.